Event description:
It was reported that the customer had an issue with the battery life of her insulin pump. The customer's blood glucose level was 313 mg/dl. Before the end of the call, the customer's blood glucose level was 260 mg/dl. Customer stated that the blood glucose level did not show on the bolus express button. Customer's blood glucose level was 270 mg/dl on second check. Customer was offered a new battery cap or a new insulin pump. Insulin pump is not being returned. Customer was also assisted with programming her insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.